Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 5 from the distal end and stent strut row 11 from the proximal end were damaged with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis

Event description:
Reportable based on device analysis completed on 19 dec 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 65% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage. .